Event description:
The customer reported via phone call that the insulin pump had an error alarm. Customer declined to troubleshoot for this issue. The customer stated that she was hospitalized possibly due to an issue with the insulin pump, but did not provide any additional details on the incident. The customer disconnected the call before any additional information could be provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.